Event description:
It was initially reported via a call from the neurologist to the MFR technical support dept, that the physician was going to program the vns pt's device off as the pt was feeling anxious due to vns stimulation. The physician did not know when the event began. Prior to programming the device off, the physician provided the device settings, which were 0.25 ma, 30 hz, 130 usec, 7 sec on, 5 mins off. The physician did not have the date and results of the last diagnostic test performed on the device. Further f/u with the physician revealed that the pt was experiencing, "severe anxiety attacks due to vns" stimulation, so the device was programmed off. The pt is reported to be doing fine at this time. Good faith attempts to obtain add'l info have been made, but no add'l info has been received to date.